Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 199mg/dl. She was also tested on a hospital meter of a different kind and the reading was 569mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The model number was not provided.